Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of recertification. Visual inspection was performed and identified the damaged force sensing resistors. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have damaged force sensing resistors. No additional information is available.